Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual device analysis: "visual analysis of the photos identified: device patch with lot number 2291588, catalog number tsm 240g, black particles material was found on the shell/gel, one extended opening in the side anterior and creases. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported a left side device rupture. The device was explanted.